Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that over the first year of the implant noticed that the lead worked itself out and bunched up and went to see the doctor in (B)(6) of 2024 and was told that if they moved the device, the doctor could fix that at the same time as they repositioned the neurostimulator. The patient said that the neurostimulator was placed kind of high and it bothered the patient and the healthcare provider said that sometimes it was hard to find the right place to place the ins. The patient confirmed that they did not have any falls or trauma between the time of the implant and the follow up appointment in (B)(6) 2024. The patient stated that the last time they saw the doctor was in (B)(6) of 2025. The patient also reported that for the last 6 weeks they had noticed that on a daily basis they had the urge to go to the bathroom and couldn't hold it. The patient said that they walked for an hour in the morning and didn't have any coffee before and now wore a big old panty cover and didn't know if the stimulation was too low and needed to be adjusted so that the patient could get the signal a little earlier in the day to go before they leave for the walk. When asked, the patient said they hadn't had a bowel issues for several years, and was not regular. The patient said they also tried to avoid as many things as they could with a magnesium supplement added to it with vitamins. The agent reviewed therapy information and general programming guidance. With instruction, the patient connected to the implant and made a slight adjustment and the initial setting was very low. The patient said that when they made slight increase, they felt that stimulation in their buttock near the implant. The agent reviewed options and the patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2t9ed); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.